Event description:
When the nuclear medicine tech was removing the pinhole collimator from the detector, the screen indicated all was ok so he backed the detector from the collimator on the server and proceded to remove the server. The tech noticed the collimator was not latched onto the server. It swung free and dropped to the floor.